Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did high pressure test on the insulin pump and it was failed and did not get any alarm for no delivery. Customer¿s blood glucose level was high of 253 mg/dl since sunday night. Customer did not called back to perform high pressure test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer wished to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer was explained the two high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. Customer was advised to call back for assistance if high blood glucose persist. The insulin pump was returned for analysis.